Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 01) occurred with multiple cartridges during bolus deliveries. The customer was unable to clear the alarms and reverted a backup insulin pump for insulin therapy. Blood glucose was 199 mg/dl.